Event description:
A radiological technologist successfully deployed the perclose a-t device in the right common femoral artery for arteriotomy closure. Later that evening, the pt complained of a cold foot. The pt was taken to surgery and the knot was removed. The surgeon performed a thrombectomy and a patch graft.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.